Event description:
Same case as: 2134265-2009-01505, 2134265-2009-01506, 2134265-2009-01507. It was reported that post a coronary drug-eluting stenting treatment procedure, an aneurysm occurred. Four taxus liberte drug-eluting stents were deployed in the totally occluded left anterior descending (lad) artery. The taxus liberte stents were placed, overlapping, as follows: (distal) 2.50 x 12 mm, 2.75 x 12 mm, 2.75 x 32 mm deployed to 18 atm, 3.00 x 20 mm deployed to 20 atm (proximal). At the time of placement, the physician noticed some aneurysm on the right side, but no stents or intervention was performed. Three months post the original intervention, the pt returned for a check up. The pt was not symptomatic. During the f/u angiogram, the physician found an aneurismal segment in the previously placed 2.75 x 32 mm and 3.00 x 20 mm taxus liberte stents. The segments were not treated. Pt status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.